Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled medical device embedded within fallopian tubes'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a 43-year-old female patient who had essure (batch no. 827781-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, hypothyroidism, endometrioma, endometriosis, adenomyosis, kidney stones and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder:endometriosis\cyst on left ovary suggestive of an endometrioma"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes describe: sweating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"), alopecia ("hair loss."), pelvic pain ("pelvic pain"), gastrointestinal disorder ("gastrointestinal disorder"), disorder gastrointestinal ("digestive system condition") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, autoimmune disorder, hyperhidrosis, female sexual dysfunction, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, chronic fatigue syndrome, weight increased, uterine leiomyoma, gastrointestinal disorder, disorder gastrointestinal and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, alopecia and pelvic pain had resolved. The reporter considered alopecia, autoimmune disorder, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, embedded device, endometriosis, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased and disorder gastrointestinal to be related to essure. The reporter commented: received treatment for abnormal bleeding (vaginal, menorrhagia) , ovarian cyst, apareunia, endometriosis previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injury reported in this case the following ones were described in patient medical record conforming-abnormal menstrual bleeding and pelvic pain dysmenorrhea and dyspareunia endometriosis lot number reported (827781 ) is invalid. Most recent follow-up information incorporated above includes: on 14-oct-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled medical device embedded within fallopian tubes'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a (B)(6)-year-old female patient who had essure (batch no. 827781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, hypothyroidism, endometrioma, endometriosis, adenomyosis, kidney stones and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder:endometriosis\cyst on left ovary suggestive of an endometrioma"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes describe: sweating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"), alopecia ("hair loss."), pelvic pain ("pelvic pain"), gastrointestinal disorder ("gastrointestinal disorder"), dyspepsia ("digestive system condition") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, autoimmune disorder, hyperhidrosis, female sexual dysfunction, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, chronic fatigue syndrome, weight increased, uterine leiomyoma, gastrointestinal disorder, dyspepsia and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, alopecia and pelvic pain had resolved. The reporter considered alopecia, autoimmune disorder, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, endometriosis, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for abnormal bleeding (vaginal, menorrhagia) , ovarian cyst, apareunia, endometriosis previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injury reported in this case the following ones were described in patient medical record conforming-abnormal menstrual bleeding and pelvic pain dysmenorrhea and dyspareunia endometriosis most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received- previously reported event "injury nos" replaced with "hormonal changes describe: sweating", events- "abnormal bleeding vaginal bleeding , menorrhagia bleeding , apareunia , autoimmune disorder, migraines / headaches, endometriosis, vaginal discharge, fatigue, weight gain, fibroids, hair loss,gastrointestinal or digestive system condition, pelvic pain and coiled medical device embedded within fallopian tube, abnormal menstrual bleeding",lab data, medical history, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.